Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an impella 2.5 for mechanical circulatory support. Positioning issues were reported, during positioning the sheath got pulled back, possibly out of the vessel so decision was made to remove peel-away and advance the repositioning sheath. It was reported that the procedure was successful with the device and the patient was stable.